Event description:
It was reported that insulin squirted out and the drive support came out. The mother stated that he pushed it back in, but he was not connected to the insulin pump. The blood glucose reading was 476mg/dl. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk.